Event description:
User rec'd discrepant potassium and sodium results. Initial and first repeat are in mmol/l. Second repeat is in mmol/l and was performed on other methodology. Sample 1: potassium results 4.1, 4.4, 5.3; sodium results 126, 140, 134. Sample 2: potassium results 4.7, 5.2, 5.6; sodium results 113, 131, 127. Sample 3: sodium results 129, 138, 141. Sample 4: sodium results 130, 136, 139. Sample 5: sodium results 134, 150, 145. Sample 6: 130, 146, 142. Initial results were reported. No adverse events were reported. Field service representative determined root cause to be a bad sodium electrode causing the potassium electrode to read low and replaced the sodium electrode. Performance tests were performed which were within specification.